Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that there was a thrombus present. During a left atrial appendage closure (laac) occlusion procedure, a versacross connect access solution kit was selected for use. The physician gained access to the patient and then inserted the versacross rf wire and the watchman sheath. The devices were being positioned to perform the transseptal puncture when it was discovered that there was a thrombus present on both the devices, in the right atrium. Thus, they were removed from the patient, wiped down and re-flushed. The patent was given heparin, but not full dose right away, and the procedure was continued. The procedure was then successfully completed with no further complications. The device is not expected to be returned for analysis (disposed).